Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, worn and leaking block assembly. Per functional testing, device leaked water confirming the complaint. The root cause was a worn and loose block assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the block assembly, o-rings, and reservoir gasket. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when required.

Event description:
It was reported, that the device was leaking. Patient involvement is unknown.